Event description:
It was reported that during a procedure to replace percutaneous leads with paddle lead for better coverage, the physician replaced the ipg. The patient stated that the ipg had not been working as expected. The device was removed and replaced by new device.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.